Event description:
It was reported that the patient experienced ineffective stimulation as a result of lead migration. Reprogramming was attempted but was unsuccessful. Impedance measurements did not reveal anything, but an x-ray showed the lead had moved. The patient's percutaneous leads were removed and replaced with a paddle lead. The patient's neurostimulator was also replaced. The patient reported good stimulation post operatively.

Manufacturer narrative:
Lead model 3777-60, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012; lead model 3777-60, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012; programmer model 37743, serial # (B)(4); programmer model 37742, serial # (B)(4).